Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited an episode of myopotential oversensing leading to pacing inhibition. Programming changes were made. The patient was stable afterwards and would continue to be monitored.